Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that an e-1 error occurred right after a new light bulb was placed into the unit.